Event description:
The device was serviced by baxter. During svc testing, the pump was found to have depleted batteries. According to the hosp rep, n pt injury or need for med intervention had been reported. No additional contact or info was available.